Event description:
It was reported that the patient was recovering from a lvad procedure and in a vt storm. The patient received several bursts of atp and shocks. The last shock was delivered with possible output damage alert. However, hvlic was within the normal limit and the device continued to deliver therapy. Later, the device went into bvvi. The patient is dnr. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.